Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer¿s blood glucose level. Technical support informed the caller that this issue was a safety feature to reset the pump's microprocessors for performance reasons, and the caller acknowledged this. Corrective measures included resetting the insulin on board and max hourly bolus to zero, manually restarting cgm sessions, and reloading the cartridge. The customer successfully resumed insulin delivery.